Event description:
The feeding tube was inserted in the premature infant on (B)(6), in the infant's right nare. On (B)(6), the infant's father was doing skin-to-skin contact with the infant while the tube feeding was continuously feeding the infant. The nurse disconnected the extension from the feeding tube to return the infant into the isolette. The nurse reported that she "did close the top piece." As the infant's father rose up from the chair with the infant in his arms, the nurse notices that the feeding tube cap (purple)fell to the floor and the tube feeding began dripping onto the floor. The nurse assisted the father with positioning the infant back into the isolette. The nurse examined the feeding tube and removed it. A new feeding tube was reinserted. There were no adverse effects to the infant. Both the feeding tube and purple cap were retained and we would like to return this to the manufacturer for an inspection upon their request.the specific lot number for this device is unknown. However, all devices currently on the nursing unit are from the same lot, 509108064x.